Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon mentioned that the screw trajectory at l3 right was one centimeter medial to what it was suppose to be while every other trajectory was spot on to the plan. An accuracy test was performed and it was accurate. The site then re-did a snapshot, but the surgeon still thought it was off and retook CT images. The surgeon already drilled a hole so the dilator was falling into that hole so it was still not accurate and the surgeon ended up doing l3 right by hand. There was no patient harm and the procedure was delayed less than one hour.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports were returned for clinical analysis. The analysis determined that the probable cause of the deviation experienced in the or was soft tissue pressure, pushing the tools medially while drilling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.